Event description:
The nurse initially reported the unit sucked up the capsule; lens was placed on top of the focus. Additional information received from surgeon on 01/02/2007 stated that during the os cataract phaco procedure there was an uplanned placement of sulcus pc iol, and the patient was treated with topical steroids. The outcome and prognosis were reported as excellent.

Manufacturer narrative:
A company service rep checked the system and could not duplicate reflux performance problem reported. The system met all specifications. Investigation, including root cause analysis is in progress.